Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer failed and jammed. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer failed and jammed. The field service engineer (fse) verified the issue using the hardware test application (hta) and identified that the position sensor was not detecting the drawer as fully open. The position sensor was replaced, and the drawer was tested again. The drawer functioned correctly after replacement, resolving the issue. The system functioned as intended after the field service engineer repaired the device.